Event description:
It was reported that the pump battery could not be charged despite the use of multiple chargers and outlets. There was no impact to customer's blood glucose level. The customer reverted to manual injections for insulin therapy.